Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the nurse conducted catheter maintenance on the indwelling needle, found that the dressing place was wet, opened the fixed dressing, and found that the extension pipe was broken, so the indwelling needle was removed. It was reported that the indwelling needle was punctured on (B)(6) at the lower limb, and no liquid infusion was performed thereafter. Normal indwelling was performed. The patient was operated on the (B)(6), and the intraoperative indwelling needle was used well. The fractured sample has been obtained. Since the catheter tube was in contact with the blood of the patient, the client has removed the catheter tube and discarded it before obtaining the sample. Currently, part of the sample with the broken extension pipe could be provided.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the nurse conducted catheter maintenance on the indwelling needle, found that the dressing place was wet, opened the fixed dressing, and found that the extension pipe was broken, so the indwelling needle was removed. It was reported that the indwelling needle was punctured on september 22 at the lower limb, and no liquid infusion was performed thereafter. Normal indwelling was performed. The patient was operated on the 23rd, and the intraoperative indwelling needle was used well. The fractured sample has been obtained. Since the catheter tube was in contact with the blood of the patient, the client has removed the catheter tube and discarded it before obtaining the sample. Currently, part of the sample with the broken extension pipe could be provided.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/8/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received a y-adapter with extension tubing and tube clamp and one unused sample in unopened package. Through the visual inspection, the tubing was observed to have been separated from the winged adapter. Further microscopic evaluation revealed the cut was likely from scissors based on the observable grains on the cross section. The tubing was also damaged at the base of the y-adapter showing the tubing to also have grains and tearing present on the part of the cross section. The inconsistency of the grains and tearing indicates that the tubing was most likely smashed. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.